Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the alarm has occurred twice and she removed the battery to clear it. The customer did not recall any significant events leading to the alarm. She also mentioned that 911 has had to be called a couple of times because she experienced low blood glucose. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The insulin pump passed the basic occlusion test and the displacement test. The occlusion and excessive no delivery alarm test could not be performed due to the prime anomaly. All of the buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces. A broken reservoir tube lip, a missing end cap sticker and minor scratches on the display window were noted during the visual inspection.